Event description:
It was reported that decreased p wave amplitude and loss of capture were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The ra lead was explanted to resolve the event. The patient was stable and there were no adverse consequences.